Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vessel sealer extend (vse) instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. Visual inspection found the grip cable loose from its original position at the proximal end. As a result of the loose grip cable, the instrument failed seal test. The instrument was placed on in house system and passed recognition and engagement tests. The instrument passed cut test but failed to seal. There are no low torque failures on the logs. The instrument passed grip force test "6.36194646". The probable root cause is attributed to component susceptibility to damage through external collisions or during use. A loose grip cable can prevent the grips from fully closing, leading to the instrument failing self-test/homing (initialization) or causing low torque errors.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, the vessel sealer extend (vse) instrument had insufficient sealing. The user completed the procedure using a backup vse instrument with no further issue reported. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: during the procedure, a surgical task involving sealing was being performed on the pancreas. The surgeon experienced an issue with insufficient sealing, where the instrument did not seal properly or adequately, but there was no delay or complete failure to seal. The vessel sealer worked deficiently for 13 minutes before being replaced with a new functional instrument to complete the procedure. No errors were reported during the issue, and there is no information on whether an audible signal was present while the pedal was pressed. The seal cycle completed with fast audible tones, but the cauterization was deemed inadequate by the surgeon. Tissue effect was observed, yet the cauterization was insufficient, leading to the replacement of the vessel sealer. The target tissue was the pancreas, and additional details regarding tension, vessel diameter, calcification, and prior exposure to radiation or chemotherapy were not provided. The jaws did not contact any clips, sutures, staples, or metal objects during the issue, and there was no unexpected additional bleeding or estimated blood loss reported.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the vessel sealer extend instrument, however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined. A review of the provided image was performed by an isi failure analysis engineer (fae). The following additional information was provided: no obvious damage is seen from this picture.